Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not able to complete the water line disinfection using the endoscope reprocessor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user did not press "continue" button or did not open a lid and connect ¿water supply piping disinfection hose¿, process did not proceed. User can detect/prevent the event of rpc1004 by following IFU below: 7.7 water line disinfection: disinfection of water line is required in the following cases: before using this reprocessor for the first time (after loading of the water filter). Immediately after replacement of water filter. Before using the reprocessor if it has not been used for more than 14 days. Whenever bacteria in the water line is identified. The disinfectant solution stored in the reprocessor is used for disinfection of the water line. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the scope technician who cleans and operates the device via the assistant nurse manager. The event occurred after changing the water filter at the bottom of the machine. The machine was turned off and restarted, however that didn't fix the problem at that time. The following morning, the same message was received, but the machine was able to cycle through to the next step.